Event description:
It was reported that the patient presented to the hospital for an upgrade procedure. Prior to the procedure, the right atrial (ra) lead was found to be dislodged. Chest x-ray confirmed that the ra lead had dislodged. The ra lead was previously programmed to vvi. The ra lead was explanted and replaced. The patient was in stable condition.